Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 594mg/dl and diabetic ketoacidosis. Customer treated with a bolus. Troubleshooting found that the customer was hospitalized. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that they have changed the set out three times and troubleshooting indicated to replace the pump. Customer indicated for troubleshooting to call their diabetes educator to see if eligible for a replacement. No further details given.